Manufacturer narrative:
The insulin pump passed the following tests rewind, basic occlusion, and displacement. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump did not alarm motor error or no delivery. The motor did pass the motor test. The device had minor scratches on the lcd window, cracked case at the display window corner, and cracked reservoir tube lip.

Event description:
The customer reported via a phone call, the insulin pump had alarmed motor error during a bolus. She had changed her site and rewound the device and it alarmed again. The customer's blood glucose was 157 mg/dl when the alarm occurred. Troubleshooting was performed on the insulin pump and no anomaly was noted during the call. Customer was able to complete the rewind process properly. The customer was advised to discontinue use of the device, revert to back up plan, and return the device for further analysis. Customer agreed to return the device.